Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the buretrol component of a clearlink buretrol solution set collapsed during infusion. The reporter stated that the buretrol was ¿automatically sucking in¿ and collapsing. Multiple attempts were made by the customer to rectify the issue, such as ensuring the clamps were released; however, the buretrol continued collapsing. After 16 hours of infusion, the buretrol component cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.